Manufacturer narrative:
Per comp - (B)(4) intial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level and medical history, whether the patient followed correct post-op protocol, whether the patient had any recent surgeries / treatments that may have caused the infection and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to that placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert and cocr liner after approximately 2 years and 4 months due to infection.

Event description:
Trinity dual mobility revision of the ecima insert and cocr liner after approximately 2 years and 4 months due to infection.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level and medical history, whether the patient followed correct post-op protocol, whether the patient had any recent surgeries / treatments that may have caused the infection and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process. All parts associated with these records were manufactured, packed and sterilised in accordance with the relevant standards and specifications at the time of manufacture. Based on the above, no further investigation can be conducted. The reported devices were manufactured, packed and sterilised in accordance with the relevant standards and specifications and the infection occurred over 2 years after the primary surgery. Thus, the root cause of the reported infection has not been linked to the devices and is considered as external. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to that placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.